Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during pre-discharge check after initial implant, loss of capture and sensing was observed. Atrial lead was found to be dislodged. Lead was explanted and replaced. Patient¿s condition was stable throughout.